Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, after multiple attempts to cross the lesion, the tip of the stent struts was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, after multiple attempts to cross the lesion, the tip of the stent struts was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal end of the stent with stent struts bunched. The od (outer diameter) of the undamaged section of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.